Manufacturer narrative:
The relevant retention test strips (lot 200783) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80) at roche mannheim. No error messages occurred. The retention samples were acceptable. The retention material performed as specified. The customer did not return any strips so therefore an investigation of the suspect strips was not possible. The suspect strips were not returned.

Manufacturer narrative:
The reporter's name was listed as "auto staff development".

Event description:
The reporter stated they obtained questionable results for two patients when testing inr. Erroneous results were obtained for one patient and they obtained a result of 1.7 inr on the patient on the coaguchek xs meter (serial number (B)(4)) while a comparison lab was reported to be 1.20 inr. The lab uses the dade innovin reagent. It was not reported as to whether or not the coumadin dose was changed for this patient. The patient is not on heparin or direct thrombin inhibitors. The patient does not have any antiphospholipid antibodies. It was reported that the patient was not on any special or unusual diet. The patient's current condition was not provided. There was not any adverse event. The patient's therapeutic range is 2-3.0 inr. The suspect device was requested to be returned and replacement product was sent. Retention testing was done with strip lot 20078311. No error messages occurred and the retention samples were acceptable.